Event description:
It was reported that the patient presented to the hospital with a device that could not be interrogated. The device was explanted.

Manufacturer narrative:
The reported event was confirmed. The device could not communicate due to battery depletion. No high current drain sources were found during bench, automated electrical, temperature, and humidity testing. The battery was sent out to the vendor for further evaluation; no anomalies were found. Based on all available parameter and usage information, a longevity calculation was performed. The device was within expected longevity performance. .

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun